Event description:
It was reported that a patient with a 21mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 9 years, 1 month due to stenosis.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Customer report of stenosis was unable to be confirmed through visual observations. X-ray demonstrated commissure 3 bent outward; minimal calcification was observed on leaflets 1 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 on the inflow aspect and 3mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. As received, leaflets 1 and 2 were in the opened position and was able to be pushed back into closed position when probed. Sewing ring cloth had multiple cuts around the valve.

Event description:
Per pathology report the valve cusps were inadequately apposed.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a 21mm aortic valve was explanted and replaced with a 23mm aortic valve after an implant duration of 9 years, 1 month due to stenosis.

Manufacturer narrative:
Updated b5 and h6 per new information received.